Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 78 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. While on support, the impella cp device was operating at performance level 7 with expected flows of 3.2 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of heparin. During support, loss of distal pulses and limb ischemia were reported. The ischemia was noted to have occurred during or after repositioning unit insertion. The patient had a reported history of peripheral arterial disease/peripheral vascular disease. After 3 days of support, the impella cp device was removed due to the reported limb ischemia; however, the ischemia did not resolve following device removal. Information regarding vessel diameter and repositioning unit damage was not reported. The patient was successfully weaned from impella support and transitioned to intra-aortic balloon pump support. No additional adverse events were reported. Limb ischemia is a known potential complication associated with large-bore arterial access and may be influenced by compromised distal perfusion, underlying peripheral arterial disease/peripheral vascular disease, and the patient¿s underlying critical clinical condition in the setting of cardiogenic shock as they presented in society for cardiovascular angiography and interventions (scai) shock stage e. The patient survived to explant.